Manufacturer narrative:
The catheter was returned to the product evaluation laboratory with the balloon latex, both proximal and distal windings and the spring tip missing from the tip of the catheter. Please note that the directions for use for the edwards model 120803f fogarty embolectomy catheter cautions that balloon rupture and tip separation may occur in situations where the recommended pull force is exceeded to remove adherent material.